Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV and seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV; fluid.

Event description:
Patient reported have been "diagnosed with baker grade 4 capsular contracture, this causes me discomfort due to the capsular, restricted due to the pain and had to have fluid drawn out on 2 occasions." The device remains implanted. Left side.